Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail; the customer had reported via phone call, the customer was in and out of the hospital in the past year due to infections on her feet caused by her diabetes. Customer's blood glucose was unknown. The customer declined being transferred for troubleshooting assistance. The device is not returning for analysis.